Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: some of the additional outcomes attributed to the event were inadvertently not marked on the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a physician's office that a vns patient was deceased. It was indicated to have happened a few weeks prior by the reporting nurse. Follow-up with the physician revealed that the patient passed away due to a heart attack. The physician stated the heart attack was not related to vns. While in the hospital, he had a balloon pump inserted after his heart attack. After the balloon pump was inserted, the patient started experiencing bradycardia happening at 30 second intervals which was the same as vns settings. The physician stated that he had not had arrhythmia prior to his heart attack and attributes the bradycardia happening because the patient had a heart attack and a balloon pump inserted. The physician adjusted settings down in the hospital. The output current was lowered from 3.0ma, reduced to 2.5ma. Autostimulation was turned off and magnet mode output current was set to 0ma. The patient died later in the hospital. Additional relevant information has not been received to-date.